Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 108 mg/dl. The customer stated that the device may have been exposed to water since he had kept the insulin pump in a bag inside a cooler. He stated that part of the insulin pump was submerged. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with bleeding lcd glass. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.